Event description:
Reported as, " the pt came to office reporting of sudden loss of restriction. Examination was performed under x-ray, using isovue to rule out a leak in the lap band system. The surgeon was unable to aspirate total amount of fluid after f/u appointment." Add'l findings, doctor removed and replaced the system.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned for analysis. Based upon the implant date provided by the reporter, the connector type is believed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addressed the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port, or the connector tubing."